Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing, while in the test fixture. All results were within specification. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pharmacist reported, a low reading issue with the freestyle libre sensor. It was reported, that the customer received multiple unspecified low scan readings. And self-treated each time to raise sugar, based on readings, without capillary comparison. At an unspecified time, a capillary comparison was made, which indicated blood glucose was higher than sensor was reading. The pharmacist reported, the customer had to go to hospital and have a toe amputated. No further information was provided. The pharmacist has been requested, contact abbott diabetes care again if further information is obtained. There was no report of death or unanticipated permanent injury associated with this event.

Manufacturer narrative:
Additional information; customer was contacted by adc and additional information was received regarding details of the issue. During a consultation at the hospital the doctor noted that the customers diabetes had worsened and an aggravation concerning eye and foot infection. Samples were taken to check on the status of the wound. During this follow up call, the customer also confirmed that the toe had not been amputated due to the freestyle system, but because of the complications of his diabetes.

Event description:
A pharmacist reported a low reading issue with the freestyle libre sensor. It was reported that the customer received multiple unspecified low scan readings and self-treated each time to raise sugar based on readings, without capillary comparison. At an unspecified time, a capillary comparison was made which indicated blood glucose was higher than sensor was reading. The pharmacist reported the customer had to go to hospital and have a toe amputated. No further information was provided. The pharmacist has been requested contact abbott diabetes care again if further information is obtained. There was no report of death or unanticipated permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A pharmacist reported a low reading issue with the freestyle libre sensor. It was reported that the customer received multiple unspecified low scan readings and self-treated each time to raise sugar based on readings, without capillary comparison. At an unspecified time, a capillary comparison was made which indicated blood glucose was higher than sensor was reading. The pharmacist reported the customer had to go to hospital and have a toe amputated. No further information was provided. The pharmacist has been requested contact abbott diabetes care again if further information is obtained. There was no report of death or unanticipated permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pharmacist reported a low reading issue with the freestyle libre sensor. It was reported that the customer received multiple unspecified low scan readings and self-treated each time to raise sugar based on readings, without capillary comparison. At an unspecified time, a capillary comparison was made which indicated blood glucose was higher than sensor was reading. The pharmacist reported the customer had to go to hospital and have a toe amputated. No further information was provided. The pharmacist has been requested contact abbott diabetes care again if further information is obtained. There was no report of death or unanticipated permanent injury associated with this event.